Event description:
It was reported that the atrial lead was capped and replaced due to increasing thresholds. No pt complications were reported as a result of this event.

Manufacturer narrative:
This report is being filed under exemption # (B)(4) for a 2 year retrospective review of reported events involving atrial leads; date range (B)(6), 2008 and (b)(5), 2010. This medwatch report represents 1108 events (event type code serious injury). The info submitted reflects all relevant data received. If additional relevant info is received, a supplemental report will be submitted.